Manufacturer narrative:
Clarification to d4 device information: patient provided the following device information for unknown sides. As the sides are unknown, only the catalog number has been populated at this time. Serial number (B)(6), lot 3463485, catalog number c-shd-340. Serial number (B)(6), lot 3463372, catalog number c-shd-340. Clarification to h6 adverse event problem: un-reporting a0412 material rupture as it has been confirmed that the devices were intact upon explant.

Event description:
Patient reported right side "hypertrophic lymphadenopathies", "data suggesting external capsular rupture and capsular contracture grade ii-iii", "both implants with presence of lobulations and presence of scattered radial folds in their periphery", "both breasts asymmetrical in morphology and size." Later healthcare professional reported "sign of linguine. At least one hyperechogenic ganglion can be seen in right axillary levels I and ii, producing dirty, snowstorm-like shade. Probable right axillary siliconomas, suggesting extracapsular rupture of the implant". Healthcare professional later confirmed the device was found intact. Device has been explanted.

Manufacturer narrative:
This is a follow-up report to a medwatch submitted under manufacture report number 9617229-2022-07625. The reported events capsular contracture, granuloma and lymphadenopathy are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: " hypertrophic lymphadenopathies", siliconomas, rupture, capsular contracture grade ii-iii.

Event description:
Patient reported right side " hypertrophic lymphadenopathies","data suggesting external capsular rupture and capsular contracture grade ii-iii","both implants with presence of lobulations and presence of scattered radial folds in their periphery","both breasts asymmetrical in morphology and size." Later healthcare professional reported sign of linguine. At least one hyperechogenic ganglion can be seen in right axillary levels I and ii, producing dirty, snowstorm-like shade. Probable right axillary siliconomas, suggesting extracapsular rupture of the implant. The device remains implanted.